Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (af) with rapid ventricular response. Therapy was exhausted. Patient presented to the emergency room with nausea, vomit and dehydrated which is probably cause of increase in heart rate along with not being able to take medications due to sickness. Technical services (ts) recommended patient to be seen by cardiology. At this time, this ICD remains in service and there were no additional adverse patient effects reported.